Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the post implant, at the patient¿s follow-up visit, it was found that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.